Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted that the stent implant had moved distally from the marker with no damage noted. The distal outer sheath was separated exposing the end of the inner braiding. The fracture faces were noted to be jagged, suggesting that the separation is related to tensile overload (material stress/fatigue). The handle was in the unlocked position, and was opened to reveal that the rack was in the proximal end of the handle fully retracted, which suggests that the thumb wheel was fully rotated. It is likely that the distal outer sheath separation occurred during the procedure as no damage was noted prior to use. It is possible that during positioning within the target lesion, resistance was noted such that the stent implant and distal outer sheath moved distally causing the sheath to separate. It is likely that when the thumb wheel was rotated, the distal sheath could not retract due to the separation and as subsequent force was applied to the thumb wheel, the thumb wheel and rack became fully rotated and retracted. Failure to deploy can be the result of, but not limited to, mfg, interaction with lesion/anatomy, physician technique, kinked shaft, failure to unlock the handle, and/or damage to the handle components or sheath. To ensure this is not a result of a mfg deficiency, all absolute pro devices are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. The reported failure to deploy appears to be related to the operational context of the procedure; however, a conclusive cause for the noted distal outer sheath separation could not be determined. A review of the finished device lot history record did not reveal any related nonconforming material records for this lot. A query of the complaint database was performed and there have been no other incidents reported for this lot.

Event description:
Device issue: outer shaft separation and stent migration distal to the marker. Time of device issue: unk. Adverse event: none. It was reported that the absolute pro stent was unable to be deployed in the superficial femoral artery lesion. The absolute pro was removed from the pt without incident and was replaced with a second absolute pro that was successfully implanted in the target lesion. There were no adverse pt effects reported. There was no add'l info provided. This is being reported based on the returned product analysis which revealed that the outer shaft separated from the handle exposing the inner braiding of the device and the stent implant moved distally from the marker, with no stent damage noted.